Event description:
It was reported that during a biopsy the jamshidi biopsy needle disconnected while still in the patient's bone requiring the needle to be removed and the procedure to be repeated.

Manufacturer narrative:
It was reported that the clinician was using a jamshidi biopsy needle and after she had finished coring into the bone, and was trying to remove the jamshidi needle from the patients left iliac crest the needle disconnected. According to the clinician, when she tried to twist the needle back and forth to remove it from the bone, the handle of the jamshidi became loose, to where it was spinning freely. It did not come off of the needle entirely, but the clinician stated that she was unable to use a back and forth twisting motion to remove the needle from the bone. The patient had dense bones, so the jamshidi was stuck in her bone. The procedure was prolonged, as it took several minutes to get the jamshidi out of the dense bone without using a twisting motion. The patient was under anesthesia, so the time under anesthesia was prolonged. Additionally, once the jamshidi was removed, the core biopsy was no longer in the instrument. The clinician reported that she had to switch to a new jamshidi and start over with the collection of the core biopsy. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.